Event description:
Covidien rec'd info stating that an 840 ventilator failed power on self test (post) and was inoperative. The ventilator was not in use on a patient at the time the malfunction occurred. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the power supply. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).